Manufacturer narrative:
The reported device has not been received. The product was not evaluated. The cause of the event could not be conclusively determined from the available information. Additional information has been requested. Should the device be received for evaluation, or additional information is available, new information shall be submitted in a follow up report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex embolization device (ped) braid failed to open at the segment which runs across the neck of the aneurysm during a flow diversion procedure. The ped was used for treating a patient's giant cerebral aneurysm located at the cavernous segment of the internal carotid artery. The aneurysm measured 25mm in max diameter with a neck width of 17mm. The parent artery landing zone diameters were 3.23mm distally and 3.98mm proximally. Patient vessel tortuosity was described as moderate. It was reported the ped was prepared as indicated in the instruction for use. The distal segment of the ped braid was deployed smoothly with good wall apposition. When the ped was further released across the neck of the aneurysm, this segment of the ped did not open. Attempts were made to open the segment, but were not successful. Attempt was also made to resheath the ped, but severe resistance was encountered. Decision was made to release the entire ped and occlude the vessel. The procedure was completed without further difficulty. Post procedure image indicated the vessel was occluded. No other post procedural patient symptom was reported.

Manufacturer narrative:
The pipeline flex pushwire was returned for evaluation. The pipeline flex braid and catheter were not returned; any contributing factors from the pipeline flex braid and the catheter could not be assessed. The dps sleeves were found intact with no signs of damage. The outer diameter of the resheathing pad was measured within specifications. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was found on the pushwire. No damages were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based the analysis, the customer reports of pipeline flex failure to open in the middle section could not be confirmed. The event cause could not be determined as the pipeline flex pushwire was returned without the pipeline flex braid. Therefore, any contributing factors from pipeline flex braid. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.